Manufacturer narrative:
The conclusions are as follows: patient files analysis - a reset occurred (B)(6) months post implantation ((B)(6) 2025) due to overconsumption. - due to this issue, the device¿s integrity, including its longevity, cannot be guaranteed anymore leading to the device¿s replacement. Device¿s investigation - upon reception, electrical tests were performed and revealed overconsumption. - the device has been opened and electrical tests were performed confirming that this overconsumption was located at the integrated circuit level. - the device was then shipped to an external laboratory to perform a deeper analysis: o a specific chip failure from the integrated circuit was identified. This issue is an isolated case. This complaint is recorded for trending purpose.

Event description:
Reportedly, the attached pacemaker indicates that it has been reset. The doctor is concerned and would like to understand why this occurred. He also wishes to know whether this requires a pacemaker replacement as soon as possible, or if it will affect or not the pacemaker's performance and longevity. He mentioned that the tests conducted on (B)(6), all parameters were correct and the pacemaker appeared to be functioning normally, except for the error messages 27, a26, and a3, which are visible in the attached photo.

Event description:
Reportedly, the attached pacemaker indicates that it has been reset. The doctor is concerned and would like to understand why this occurred. He also wishes to know whether this requires a pacemaker replacement as soon as possible, or if it will affect or not the pacemaker's performance and longevity. He mentioned that the tests conducted on 15/09, all parameters were correct and the pacemaker appeared to be functioning normally, except for the error messages 27, a26, and a3.

Manufacturer narrative:
Patient files analysis has led to the following observations: - a reset occurred on (B)(6) 2025 due to overconsumption. - due to this issue, the device¿s integrity, including its longevity, cannot be guaranteed anymore. - a device expertise is ongoing to determine the cause.